Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 430 pm for diabetic ketoacidosis and a high blood glucose level which was unknown at the time of hospitalization. The customer stated that there were no significant events that could have led to the issue. The customer stated that the insulin pump did not alarm them when they received a no delivery status on the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.